Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over a year since the subject device was manufactured. Based on the results of the investigation, and the information provided, the cause of the component around the channel port damage and the distal end being detached could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the cysto-nephro videoscope, piece around the little port was starting to tear. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of piece around the little port was starting to tear was not confirmed. The device evaluation found the following reportable malfunction: bending section had detached distal end. The following non-reportable findings were found during evaluation: bending section cover adhesive was chipped and lifting, rust around the objective lens, and insertion tube had discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.